Event description:
It was reported that syringe 10ml ll had foreign matter. The following information was provided by the initial reporter: we have documented a product complaint and concerns pertaining to the above product. Reporter information ¿ reporter¿s name (first and last name) ¿ reporter¿s email contact: ¿ reporter¿s telephone contact: n/a ¿ facility name (where the incident occurred): ¿ facility address (street, city, province, postal code): ¿ product details - bd plastipak 10ml syringe ¿ product name: event description ¿ date of incident (mm/dd/yyyy): - (B)(6) 2021 ¿ date bd notified, if applicable (mm/dd/yyyy): (B)(6) 2021 ¿ name of bd associate informed, if applicable (first and last name): - n/a ¿ description of event (give specific and objective details of event):refer to attached digital images supplied ¿ sample availability (yes/no including pick up detail information): yes, pick up address as per details within reporter information ¿ was there any alleged injury or harm to user or patient? (Give detailed information):none at present additional key information - refer to attached digital images supplied ¿ death involved yes/no, serious injury, eroneous results, exposure to blood/bodily fluid, safety issue, other type of actions taken...

Manufacturer narrative:
H.6. Investigation: four photo samples were provided to our quality team for investigation. Upon visual inspection, a white particle attached to the stopper was observed inside the syringe which appears to be a polypropylene particle. A device history review was performed for the reported lot 2011083, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer and vacuum system to remove any particles inside the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we cannot identify a direct issue, the particle may have generated during the assembly process or as a result of the piece moving within the equipment. See h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml ll had foreign matter. The following information was provided by the initial reporter: we have documented a product complaint and concerns pertaining to the above product. Reporter information: reporter¿s name (first and last name). Reporter¿s email contact:. Reporter¿s telephone contact: n/a. Facility name (where the incident occurred):. Facility address (street, city, province, postal code):. Product details - bd plastipak 10ml syringe. Product name:. Event description: date of incident (mm/dd/yyyy): - (B)(6) 2021 date bd notified, if applicable (mm/dd/yyyy): (B)(6) 2021. Name of bd associate informed, if applicable (first and last name): - n/a. Description of event (give specific and objective details of event):refer to attached digital images supplied. Sample availability (yes/no including pick up detail information): yes, pick up address as per details within reporter information. Was there any alleged injury or harm to user or patient? (Give detailed information):none at present. Additional key information - refer to attached digital images supplied. Death involved yes/no, serious injury, eroneous results, exposure to blood/bodily fluid, safety issue, other type of actions taken.